Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent hypoglycemia, with documented blood glucose readings as low as 40¿57 mg/dl over approximately one to two hours, despite ingestion of oral carbohydrates including peanuts, juice, chocolate milk, and glucose tablets; the user reported frustration with diabetes management and uncertainty about hypoglycemia treatment, and a supply change and education on device behavior during low glucose were provided. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and monitoring at home without emergency services or hospitalization. Investigation included complaint intake review, user interview, education on hypoglycemia management, and confirmation that the device reduces and can suspend insulin in response to low or trending-low cgm readings. Investigation of this case revealed no evidence of device malfunction and an undetermined cause for the hypoglycemia, with use of oral glucose as the corrective action. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.